Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically high thresholds. Several times in the past year the threshold "spiked" slightly to a high reading but would then slightly spike back down. The physician has chosen to continue to monitor for now. The lead remains in use. No patient complications have been reported as a result of this event.